Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, and the cover glass of the insertion section had visible foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the charged coupled device was broken, the worm-like-image occurred. Additionally, for the foreign material on the cover glass of the insertion section, a cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during inspection for use, the rigid video laparoscope exhibited an image issue. There were no reports of patient harm.